Event description:
Allegedly, eprd reported 93 new complications for biolox ceramic head revision (18 infection, 1 mal-alignment, 12 loosening, 12 other and 50 unknown). First revision surgery. No further information was reported. This incident is capturing 18 infection events.